Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's low reservoir alarm was supposed to sound on (B)(6) 2012 and the caretaker reported to the healthcare provider (hcp) that the pump was not alarming, so hcp "was not sure what was going on." Patient was not having any symptoms. A session data report showed low reservoir alarm date of (B)(6) 2012; patient's pump "may have reached 1 ml around (B)(6) 2012, and may run out of drug" as of the date of this report. The patient was in a nursing home. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).